Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. They reported that they had the complete system removed in (B)(6) of 2020, as they had only experienced intermittent improvement for a couple of months since they received the implant. Towards the end, the stimulation was uncomfortable. The trial was successful however the implant wasn't.